Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. A visual and tactile examination of the device found that the catheter has multiple kinks along its length. It was not possible to test for deployment due to the device being lost after disinfection. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Device analysis determined that the condition of the returned device was consistent with the complaint incident, the stent was received partially deployed. The kinks found on the catheter length is consistent with the application of excessive force to the delivery system. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states; ¿the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms and is contraindicated for any use other than those specifically outlined under indications for use¿. In this case, this device was used to treat a lung transplant anastomosis.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 2-3 cm stricture caused by lung transplant. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying an ultraflex¿ tracheobronchial stent; however, the deployment suture got stuck and the delivery catheter bowed and the stent would not fully deploy. The physician removed the partially deployed ultraflex¿ tracheobronchial stent from the patient. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 2-3 cm stricture caused by lung transplant. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying an ultraflex tracheobronchial stent; however, the deployment suture got stuck and the delivery catheter bowed and the stent would not fully deploy. The physician removed the partially deployed ultraflex tracheobronchial stent from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.